Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported the cursor on the monitor screen did not align with the point of touch. This monitor was originally returned for repair due to a failure to boot up when the point of touch issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.